Event description:
In this event it is reported that cavitron 300 series g310 overheated during use, no injury. Investigation found that there is no water flow for this device.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: notes: 06/27/2023, repair tech: jcb. W4o water sol,iso valve leaking no water flow due to a clogged water solenoid, debris buildup in the water supply hose, debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Added new stack board.